Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 700 mg/dl. Caller stated that the customer was having problems with her insulin pump. Caller stated that the batteries last only 2 to 3 hours, which caused her not to get any insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No battery out of limit alarms noted. Unit functioned properly.